Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open procedure, the surgeon noticed that the stapler came with the part responsible for the stapling undocked (released). Another device was used to complete the procedure. No patient injury has been noted.